Manufacturer narrative:
This serves as a correction report. Brand name was incorrectly identified as freestyle freedom lite. The correct brand name for the reported meter serial number is (B)(4). Brand name has been updated to reflect the correction. In addition PMA/510k# has been updated to (B)(4), and catalog no# has been updated to 71501-01.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.